Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The tissue was held in the jaws, then the two reloads could not be fired. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, changed to another reload and stapler and was then okay to fire. There was no patient harm. The patient outcome is alive, no injury.